Event description:
The pt reported an elevated blood glucose reading of 500+ mg/dl with his normal range being under 150 mg/dl. He stated his symptoms were dry mouth, frequent urination, and feeling ill. He stated he disconnected from his insulin infusion headset and primed the tubing 3 times. He said at the end of the third prime, he noticed that insulin was leaking around the adapter of his insulin infusion device. He stated that his device has not given him any occlusion alarms, and there was no indication he was not receiving his insulin. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.